Event description:
During preparation for use, the cardioplegia monitor did not display pressure values as expected. There was no pt injury as a consequence of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.